Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the atrial lead exhibited noise oversensing. No intervention was performed, the physician elected to continue monitoring the patient. The patient was stable in condition.